Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the holding sleeve for stardrive screwdriver shaft t8 (p/n: 314.468, lot #: 6246472) was returned and received at us cq. Upon visual inspection, it was observed that the device was missing a spring. No other issues were identified with the returned components of the device. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed service & repair evaluation: the customer reported the device was missing a piece. The repair technician reported the device was missing a spring. Missing parts is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Yes, the device received missing spring. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the holding sleeve for stardrive screwdriver shaft t8 (p/n: 314.468, lot #: 6246472). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Potential cause could be due to sterilization and device use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # 314.468; synthes lot # 6246472; supplier lot # na; release to warehouse date: 16 oct 2009; manufactured by synthes brandywine; no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine incoming inspection of a loaner set at fsl ups (B)(4) site on an unknown date, a holding sleeve for stardrive screwdriver shaft was observed to be a missing a piece. There were no patient and surgical involvement reported. This complaint involves one (1) holding sleeve for stardrive screwdriver shaft t8. This is 1 of 1 for report (B)(4).